Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: intraoperative transoesophageal echocardiographic detection of guidewire malposition and incomplete valve expansion in valve-in-valve transcatheter aortic valve implantation for trifecta bioprosthesis failure: a case report b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "intraoperative transoesophageal echocardiographic detection of guidewire malposition and incomplete valve expansion in valve-in-valve transcatheter aortic valve implantation for trifecta bioprosthesis failure: a case report", was reviewed. The article presented a case study of an 84-year-old female patient with a history of new york heart association class (nyhac) iii dyspnea. A 21mm trifecta valve was selected for implant on an unknown date for a surgical aortic valve replacement. The device was implanted. Approximately ten years later, the patient with severe transvalvular regurgitation with moderate stenosis under transthoracic echocardiogram (tte). The decision was made to proceed with valve-in-valve transcatheter aortic valve implantation (tavi). An unknown self-expanding transcatheter valve was attempted to be implanted. However, the valve failed to expand adequately and was re-captured. The guidewire was re-positioned the valve fully expanded successfully. Postoperative course was uneventful and the patient was discharged. The patient remained asymptomatic at 6-month follow-up. [The primary and corresponding author was watanabe kenichi, department of cardiovascular surgery, hyogo medical university, 1-1 mukogawa-cho, nishinomiya city, hyogo 663-8501, japan, with corresponding e-mail: kenichi217@yahoo.co.jp.].